Manufacturer narrative:
Continuation of medical devices: product ID 3708660, serial# (B)(4)product type extension. Product ID 3708660 lot# serial# (B)(4), product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 18-mar-2017, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 25-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for movement disorders. It was reported that the extension had broken through the patient's skin above the ear in (B)(6) 2018, so the healthcare professional (hcp) wanted to remove it so they didn't get an infection. The patient had the surgery for that on (B)(6) and allegedly never really recovered from that, with them unresponsive by the following saturday, and in hospice on monday evening. The patient passed away on (B)(6) 2018. The consumer believed that the patient died due to something related to the removal of the device. Additional information received from the hcp on (B)(6) reported that the cause of death was not thought to be related to the device or therapy, with no device, therapy, or procedure issues that may have caused or contributed to the passing. No further complications are anticipated.